Event description:
It was reported that the pt could not see clear (blurred distance and near vision) without glasses post bilateral implant. Yag and vitrectomy were performed. The reason for yag was not provided. According to the surgeon, dry eyes, vitreous prolapse in the left eye were the likely cause of the event. The prognosis and treatment were reported as "dry eye therapy, also had vitrectomy". This report references the pt's right eye. Reference MDR # 1313525-2015-00953 for the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.